Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on a physical exam, area of midline incision on back exhibits puffiness, tenderness upon palpation, no signs of infection such as redness or discharge. And no erythema. Post op pain and swelling at surgical site. Wire from device can be felt under skin. Pt started on cephalexin 250mg for 10 days. Patient reports discomfort and numbness with current settings. Previous settings not providing the same relief after device revision. (B)(6) 2024: continued pain despite abx. Also lack of efficacy with many programs. Program b works, other require high energy that causes pain. Device interrogation/device data specify results: device interrogated and found to be on date of test: (B)(6) 2024. Patient reports change in efficacy date of test: (B)(6) 2024. Possible wound infection date of test: (B)(6) 2024. Medications administered specify action: cephalexin 250mg prescribed action date: (B)(6) 2024. Custom programs created. Left on program a at 0.9 component: entire system action date: (B)(6) 2024. It was stated that the event was casually related to the therapy, device, and procedure. The event is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. They reported that they also had discomfort under their skin.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that on a physical exam, area of midline incision on back exhibits puffiness, tenderness upon palpation, no signs of infection such as redness or discharge. And no erythema. Post op pain and swelling at surgical site. Wire from device can be felt under skin. Pt started on cephalexin 250mg for 10 days. The patient reports discomfort and numbness with current settings. Previous settings not providing the same relief after device revision. (B)(6) 2024- continued pain despite abx. Also lack of efficacy with many programs. Program b works, other require high energy that causes pain. Device interrogation/device data specify results: the device was interrogated and found to be on date of test: (B)(6) 2024. Patient reports change in efficacy date of test: (B)(6) 2024. The that the discomfort was ¿under skin¿ and that it was ¿reprogrammed. Possible wound infection date of test: (B)(6) 2024. Medications administered specified action: cephalexin 250 mg prescribed. Action date: (B)(6) 2024. Custom programs created. Left on program a at 0.9 component: entire system action date: (B)(6) 2024. It was stated that the event was casually related to the therapy, device, and procedure. The device was reprogrammed the event is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.